Manufacturer narrative:
The customer¿s report of a ballooned tubing was confirmed. Visual inspection of the set noted that the silicone segment ballooned near the upper fitment. Functional testing was performed and confirmed slight bulging during priming and a gravity infusion. Pressure testing was performed and the subject area of the silicone segment was further inflated and ballooned. The root cause for this event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a "bubble in the tubing", presumably to mean a bulging silicone segment. This was discovered after the pump alarmed for occlusion and the pump door was opened to inspect the tubing. The tubing was connected to the "sluggish" white port of the PICC. The infusion was stopped and the tubing was replaced. No report of patient harm.